Event description:
Refrence number (B)(4). Event occured in the united states it was reported that the patient experienced an infusion set cannula kinked event on (B)(6) 2026. The insertion site was the abdomen. No further information is available.